Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the manufacturing representative (rep) regarding a patient receiving 2000 mc g/ml of gablofen at 684 mcg/day via an implantable pump for intractable spasticity. It was reported a motor stall was seen upon device interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). It was reported a motor stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018. A second motor stall occurred on (B)(6) 2018 with no recovery at the time of the report (B)(6) (2018). The pump was actively stalled. The patient was in the hospital with the intrathecal baclofen withdrawal. The intrathecal baclofen withdrawal began on (B)(6) 2018. Electromagnetic interference (emi) was ruled-out as the cause of the stall. There were no environmental/external/patient factors that may have led or contributed to the issue. Motor stall considerations were reviewed. It was also reviewed the pump should be returned for analysis if explanted. Regarding diagnostics/troubleshooting performed, and interventions/actions that were taken to resolve the issue, the pump was interrogated, and the doctor delivered a bolus dose of baclofen with the radiologist. It was indicated the follow-up doctor had been called to the emergency room to assist with following the baclofen withdrawal protocols. Neurosurgery was contacted to schedule a pump replacement. The issue had not been resolved at the time of the report as surgical intervention had not occurred. However, surgical intervention was planned. It was unknown if it had been scheduled yet. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative. The patient's pump was replaced 2018-(B)(6). The pump was replaced with a 40 ml pump. The explanted pump was currently in sterile processing at the hospital. The hospital had not released the pump yet and indicated they would contact a manufacturing representative for device return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The event logs were provided. In addition to the previously reported motor stalls, the logs revealed a motor stall had occurred on 2018-(B)(6) and recovered on 2018 (B)(6)